Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the dirty lens was the lg-lens glue had peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used. Then humidity may have been allowed to go inside the lg-lens and caused corrosion. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the inside of the light guide lens was dirty. The customer's originally reported issue of forceps elevator broken was confirmed; the forceps elevator was noted to be out of specification. Additional findings include assorted creases, corrosion, peeling, wrinkles, deformation, gaps, physical damage, loss of water tightness, and poor angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, during preparation for use of the customer¿s evis lucera duodenovideoscope in an unknown diagnostic procedure, the forceps elevator wire broke. The procedure was completed with a similar device with no further issues and no delay in the procedure. Upon inspection and testing of the returned unit, it was discovered that the inside of the light guide lens was dirty. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.